Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 16.3 mmol/l. It was stated that the customer experienced stomach aches, headaches and nausea as well. It was stated that the customer was also hospitalized in march due to high blood glucose levels. It was stated that the customer was not comfortable with the insulin pump, and did not wish to troubleshoot. It was stated that the customer wanted it replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.